Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances on one lead and the other lead had migrated. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issues. Therapy was restored post-op.